Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the caller stated only three contacts for this patient's system are showing green check marks. All other contacts are greater than 40k ohms. The caller stated the only programming that was on the system previously was the lead with viable contacts. The caller stated 8-15 had no viable contacts. The caller stated the patient did not recall any falls or trauma. The caller stated the implanting doctor did not use a bi-wing anchor, and the caller wanted this noted. The rep programmed the patient and the patient left with stimulation though a revision is likely for this patient. The caller did not have impedances from a previous report to compare against. The caller did not check the date the patient was previously programmed. No further complications were reported. No patient symptoms were reported.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was unknown and the patient reported no falls. The device was programmed using active electrodes. The issue was not yet resolved. No further complications were reported.